Event description:
It was reported that during a prolapse and hemorrhoidectomy procedure, after following the proper procedure of using the pph, the experienced surgeon found there was no staple on the 6-12 (left-semi circle) position of the circle, only the 12-6 (right-semi circle) position of the circle had staple. There was severe bleeding after firing the pph and the surgeon needed to make complementary suture to close the anastomosis and control bleeding. No uniform staples were found in the anal canal of the patient and other places, e.g. Suction bottle and sterile field. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).